Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2008 brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reports the patient had a spinal cord stimulation device implanted in 2009 and was explanted in 2011. Caller states the leads were left in the patient's spine and the doctor who performed the procedure, thought the leads were too close to the spinal cord and did not want to take them out. Caller reports patient is having some neurological issues and their neurologist wants the patient to have an MRI. Caller also reports the patient has early stages of dementia. Caller is inquiring about MRI compatibility. Reviewed MRI guidelines.